Event description:
Follow up from the health care provider reported the cause of the event was unknown. There were no abnormal impedances and it was noted the device was not detecting position correctly. It was noted they turned off "position detection" and will retry it in 1-2 months. Signs and symptoms included changes in stimulation pattern. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had the device for almost 10 weeks and adaptive stimulation was enabled around 6 weeks. Everything was fine at 6 weeks with adaptive stimulation. Over the few weeks prior to the report however, the patient was getting too strong of a stimulation (shock, jolt). The reporter indicated that when the patient was lying "right", the patient programmer was reading "upright". It was also stated that the patient's implantable neurostimulator (ins) pocket swelled up on certain occasions (became puffy) and the mis-orientation happened when swelling occurred. The reporter stated that the puffiness caused recharging to be difficult. Sometimes, it wasn't swollen and recharging was fine. Other times, recharging was bad. There were no known events/reasons associated with the puffiness or fluid retention. It was noted that the patient got good coverage and the patient's healthcare provider (hcp) was going to assess the reason for the fluid retention or puffiness. Additional information received indicated that impedance check was normal. It was suggested that the pocket had not healed properly allowing the ins to move in the pocket which was causing the patient's sensor not to recognize its orientation. The reporter indicated that the plan was to turn off the adaptive stimulation until the patient's next appointment in (B)(6). The patient was going to continue to run her device in manual mode which was noted to be giving her excellent coverage and alleviating her pain. At that time, the pocket would be checked to see how it had healed and the battery would be re-oriented if the patient had not experienced any additional issues with swelling.